Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed/reproduced the customer reported complaint. The unit was placed on an in-house system under normal mode and failed. The unit was returned to OEM for repair. During inspection, it was observed that the hf generator pcb, the bottom epac and the heat sink had thermal damage. All were replaced, which corrected the bipolar problem. A review of the site's complaint history did not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the bipolar energy instrument did not operate as expected when connected to primary erbe generator. During troubleshooting, the clinician experienced an electrical shock. A backup generator was used to resolve the issue. .

Event description:
It was reported that during a da vinci-assisted simple prostatectomy procedure, bipolar energy was not working. The site was able to use monopolar energy. The bipolar instrument and energy cord were replaced with no change. The customer confirmed that the icon indicator light was on and there were audible tones. The erbe was working initially but keep giving error messages when using bipolar energy. The erbe was power cycled and initially worked for a second before the errors returned. The user switched to a backup generator to complete the case. On 23-jun-2020, intuitive surgical, inc. (Isi) obtained the following additional information from the site¿s robotic coordinator (rc) who reported that when they attempted to unplug the bipolar cord and reset the erbe during troubleshooting, she was "shocked" by the generator. The rc did not require any medical or surgical intervention and no permanent impairment or injury was reported. There was no damage seen in the cord or instruments. There was no fragment fell into the patient and the procedure was completed as planned. There was no adverse patient impact was reported. There was no arcing or sparking reported. The patient demographic information/medical history/relevant investigations were requested but was not provided. The maryland bipolar forceps will not be returned for investigation. The procedure was completed with no reported injury.